Manufacturer narrative:
Concomitant medical products: dtbb1q1 crtd, implanted: (B)(6) 2016; 693558 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Multiple left ventricular (lv) lead adjustments were attempted, however the stimulation remained. The lv lead was inactivated. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.